Manufacturer narrative:
The device was received, and an evaluation was completed. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device was found to not recognize an open door during idea testing. Service evaluation verified this issue. The cause was identified, through a visual inspection, to be damage to the upper latch switch. The upper auxiliary assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device failed to recognize an open door. There was no patient involvement. No additional information is available.